Event description:
It was reported that the ilet displayed alert 32 for delivery motor communication immediately upon restart attempts and during a supply change, with the user unable to proceed before initiating a rewind. Symptoms included no reported adverse clinical effects. Outcomes included temporary interruption of device therapy with the user utilizing backup therapy. Investigation included customer support troubleshooting and education. Investigation of this case revealed a suspected device malfunction related to delivery motor communication. It was concluded that a replacement device was provided and the original device will be returned for evaluation.